Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient had died in hospice after experiencing the cva. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died in hospice care following the cerebrovascular accident (cva).

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a cerebellar bleed the neurosurgeon believed to be a hemorrhagic conversion from an embolic cerebrovascular accident (cva) intraoperatively during hip surgery from prior fracture. The patient¿s international normalized ratio (inr) was therapeutic pre-hospitalization but the intravenous (IV) anticoagulant medication was altered in preparation for the surgery. The IV medications were restarted immediately following surgery but the patient was unable to be extubated in the operating room (or). The patient was confused and slurred words. A computerized tomography (CT) revealed the cerebellar bleed. The patient experienced some hydrocephalus due to a blockage between the third and fourth ventricles and so a bypass was done and an intracranial drain was placed. The patient was expected to have the drain in place for one day before oral anticoagulants would be restarted. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced cerebellar bleeding which was suspected to be a hemorrhagic conversion from an embolic cerebrovascular accident (cva) intraoperatively during surgery. The patient was treated with IV medication after the surgery, but the patient was unable to be extubated in the operating room (or). The patient experienced confusion and slurred speech. A computerized tomography (CT) scan revealed a cerebellar bleeding. The patient also experienced hydrocephalus due to blocked ventricles and was treated by performing a bypass and by placing an intracranial drain. The patient was started on hospice care and experienced a cva and later expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunctions. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. The implant date has been updated from (B)(6) 2016. The annex e and g have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.